Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached 450 mg/dl while wearing the pod for 2 hours. Symptoms reported include hyperglycemia as well as feeling lethargic, nausea and fatigued. The patient reports while recovering from having their tonsils removed the patient had been vomiting. The patient reports after delivering a correction bolus their blood glucose level had not decreased, and they were brought to the hospital emergency room by ambulance. Once at the hospital the patients pod was removed. The patient was treated with intravenous insulin and pain medication with tylenol. The patient was in the hospital emergency room for 18 hours.